Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #:(B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had fever following a trial procedure. The patient was prescribed tylenol and underwent a lead pull. There was no infection noted at the lead site.